Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 402 mg/dl. The customer also reported getting a no delivery alarm. Customer was nauseous. The customer treated the high blood glucose level with manual injection. The customer completed troubleshooting and found that the reservoir has been in use for 6 days. Customer was advised that using a reservoir for more than 3 days will lead to high blood glucose and no delivery. The insulin pump/reservoir will not be returned for analysis.